Event description:
The device and leads were explanted and the out of service reason indicates infection.

Event description:
Boston scientific crm received information that both leads will be removed due to system erosion.

Manufacturer narrative:
Due to the nature of the clinical observations, analysis would not be required should the products get returned.